Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, there was a problem with light head illumination and ambient light kept falling from the light head. There was no injury reported however we decided to report the issue in abundance of caution as any part detachment may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Based on the investigation performed we were able to establish that detachment of the part was most likely related with design/material issues: assembly difficulties at the manufacturing site leading to the fixing tabs to break or to be deteriorated, dimension problems in the purchased parts and pmma material not flexible enough to avoid breakage. To prevent any other similar incident we have addressed this issue with a field action msa/2014/002 (z-1730-2014) in us market. The device affected was included in the field action scope and updated after issue occurrence. Getinge will continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. We are aware that this is past the 30 day deadline for reporting. In december, 2017 a transfer of dispatch responsibilities for customer product complaints was made within the company¿s departments. As a consequence of those activities it was discovered that in hindsight, some reactive service notifications had not been transferred into our complaint handling system for a limited period of a few months. After we realized this we have reviewed, and have identified the enclosed complaint as being reportable. As a consequence it is being filed late. Efforts were planned and are being taken to address the issue. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned by manufacturer.

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with powerled. As it was stated, the light was not working and the ambient light was missing as it was keeping falling off. There was no injury reported however we decided to report the issue based on the potential as any parts falling off during surgery or into sterile field may be a source of the contamination. Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number: 174559.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).